Manufacturer narrative:
H4: the lot was manufactured from february 6-7, 2020. H10: the device was received for evaluation containing fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. After the luer cap was removed, evidence of continuous flow was observed at the distal luer. A functional flow rate test was performed and the flow rates were found to be within specification. The reported condition was not verified. The device was determined to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor would not flow during priming. There was no patient involvement. No additional information is available.